Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy restored post-op.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient has not used the scs system in 2.5 years. In turn, ipg became inoperable and is unable to communicate with the external devices. Surgical intervention may be undertaken to address this issue.